Event description:
Device 1 of 2, mfg report reference: 1627487-2019-03442. It was reported that the patient experienced lead migration. The patient met with a field representative for reprogramming. The field representative found two trial leads had come out of the patient's back. The physician replaced the two leads to continue the trial. The patient has effective therapy.